Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had no image on the lcd. There was no reported patient harm or impact due to this event.